Event description:
It was reported that a patient underwent a herniorraphy, procedure on (B)(6) 2025 and barbed suture was used. The suture did not come in the way it always comes, that is, without its blades, it returned to the tissue, making closure difficult. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ photo investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -was surgery delayed due to the reported event? --> yes, -action taken when event occurred? --> it finish with a conventional suture, -was procedure successfully completed? --> yes, -were fragments generated? --> no, -patient status/ outcome / consequences --> no, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, the following information was requested, but unavailable: -if yes, were they removed easily without additional intervention? --> unknown, -is the patient part of a clinical study --> unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please provide lot number - please clarify if there were consequences for the patient. Photo investigation summary : according to the information received, it was reported the suture did not come in the way it always comes, that is, without its blades, it returned to the tissue, making closure difficult. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a paper lid labeled as sxpp1b420, a needle with sutures is observed in the image, the suture apparently smooth. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.